Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patients ipg was flipping in the pocket causing the patient discomfort. Surgical intervention was undertaken on (B)(6) 2022 where the ipg pocket site was revised and the ipg was electively replaced in the process. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.